Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion of electrolytes was completed at 2256 but there was 100ml left over in the bag. The event occurred on (B)(6) 2024. Per report, the infusion started at 1635 with volume to be infused (vtbi) 500ml and rate of 83.3ml/hr. There was patient involvement, but no harm. Bd received additional information through due diligence attempts. It was reported that the medication involved was "kphos" (potassium phosphate) infusion.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of ¿an infusion of electrolytes was completed at 2256 but there was 100ml left over in the bag¿ was not able to be confirmed from the log analysis or replicated during laboratory testing. Internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. The suspect pump module was found to be infusing within specification. A review of pump module and pcu error logs showed no errors related with the reported incident. The pcu event logs from the incident day were mostly overwritten due to the device continued use. The log table begins on december 07, 2024, at 4:35 pm, when an infusion with the reported parameters was performed the day of the event with a rate of 83.33ml/h and vtbi (volume to be infused) of 500ml. At 5:48 pm a delay was programmed, after 10 minutes, at 5:58 pm the delay was canceled, and the infusion was restarted. At 5:59 pm an infusion was programmed with a rate of 83.33ml and a vtbi of 399.478ml at 10:47 pm a delay was programmed, and immediately canceled, then, at 10:56 pm the infusion was completed. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an under infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing.

Event description:
It was reported that an infusion of electrolytes was completed at 2256 but there was 100ml left over in the bag. The event occurred on 07 december 2024. Per report, the infusion started at 1635 with volume to be infused (vtbi) 500ml and rate of 83.3ml/hr. There was patient involvement, but no harm. Bd received additional information through due diligence attempts. It was reported that the medication involved was "kphos" (potassium phosphate) infusion. Bd received additional information. After receiving the initial report, bd representatives went to the facility to gather additional information. It was reported that no devices will be sent to bd for further investigation.

Manufacturer narrative:
Correction: describe event or problem, unique identifier (UDI) # and medical device serial #. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, imdrf annex b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion of electrolytes was completed at 2256 but there was 100ml left over in the bag. The event occurred on 07 december 2024. Per report, the infusion started at 1635 with volume to be infused (vtbi) 500ml and rate of 83.3ml/hr. There was patient involvement, but no harm. Bd received additional information through due diligence attempts. It was reported that the medication involved was "kphos" (potassium phosphate) infusion. Bd received additional information. After receiving the initial report, bd representatives went to the facility to gather additional information. It was reported that no devices will be sent to bd for further investigation.

Event description:
It was reported that an infusion of electrolytes was completed at 2256 but there was 100ml left over in the bag. The event occurred on 07 december 2024. Per report, the infusion started at 1635 with volume to be infused (vtbi) 500ml and rate of 83.3ml/hr. There was patient involvement, but no harm. Bd received additional information through due diligence attempts. It was reported that the medication involved was "kphos" (potassium phosphate) infusion. Bd received additional information. After receiving the initial report, bd representatives went to the facility to gather additional information. It was reported that no devices will be sent to bd for further investigation.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Correction: device manufacture date. Additional information: imdrf annex e, f, a, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Note that this report lists imdrf annex a1801, c0601, d15, d0302, g04037, g04067, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.